Event description:
It was reported that the implantable cardiac monitor began to migrate out of the pocket and was therefore removed during an office visit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).